Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm and had experienced high blood glucose level of 420 mg/dl. The customer¿s blood glucose was 255 mg/dl and the sensor glucose was 40 mg/dl at the time of the incident. Customer current blood glucose 184 mg/dl sensor glucose 55 mg/dl thresh is 60 mg/dl. Customer declined to troubleshoot for the high blood sugar troubleshoot was performed and the customer stated that insulin delivery was suspended which caused high blood glucose. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. The test mini link transmitter with the glucose sensor simulator and the test blood glucose meter communicates properly to the pump. No calibration error alert, change sensor alert and no unexpected suspend anomaly noted during the testing.